Event description:
The customer's parent reported that the pod had "failed", resulting in the child having to go to the ICU. No specific device failure, however, was reported. There was also no information provided regarding the child's hospital visit. Insulet customer support requested additional information about the event, but none was provided. The pod will be returned for evaluation.

Manufacturer narrative:
The pod involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No specific device failure mode was cited. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the pt always carry extra supplies in case of an emergency. Insulet customer support requested additional information about the reported event, but no follow-up was received. Any new information learned about this case will be reported in a follow-up MDR.